Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open spinal deformity correction, at the time of skin closure, the suture broke. A new suture was used to complete the case.